Event description:
Information was received indicating that a pump was alarming with a, smiths medical, cadd medication cassette when the reservoir volume reached 34 to 35. The complaint form indicated not patient injury and the lot number was invalid. No adverse patient effects were reported. No additional information is available at this time.